Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that an alarm occurred when the air detector was powered on. The user was able to reposition the air detector to complete the case. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.